Manufacturer narrative:
(B)(4).

Event description:
This complains is from literature source. From the article it was reported that (B)(6) female underwent pvi ablation. During the procedure periesophageal vagal nerve injury had occurred. The patient exhibited the following symptoms and findings after af ablation: acute onset of characteristic prolonged symptoms of gastric delayed emptying, such as nausea, vomiting, postprandial fullness, bloating, constipation, or epigastric pain. Gastroparesis was confirmed by abdominal x-ray. Metoclopramide or mosapride were orally administered after the patient was able to eat. The patient fully recovered 1 month after the procedure. There is no claim of product malfunction. Title: ¿factors associated with periesophageal vagal nerve injury after pulmonary vein antrum isolation.¿ the aim of this study was to identify the factors associated with the occurrence of pni in pvai procedures using rf energy. The study was conducted between (B)(6) 2010 and (B)(6) 2013. From this report other 12 patients had symptomatic gastric hypomotility. These events will be reported separately. There is no death events reported in the publication. Other bwi products were used during the procedure: lasso and carto 3.